Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed unexpected restart and multiple pump errors, had a blank display and an audio/beep anomaly. Troubleshooting for beep/vibrate anomaly was performed. Customer's blood glucose level was 145mg/dl at the time of the incident. The customer reported that there was a constant tone. The customer stated that insulin pump was not exposed to moisture and was also not dropped or bumped. The customer also stated that the insulin pump had no physical damage. The insulin pump returned and review on history indicated multiple pump errors. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with high stop current due to faulty interface board. The insulin pump passed the self- test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms or audio/beep/constant tone anomaly noted. No time/date reset anomaly noted. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked battery tube threads and missing end cap sticker.